Event description:
It was reported that the pdm connection failed while monitoring a patient during a code. The pdm was replaced, however, the second pdm also failed. A transport pro monitor was brought into the room, but had a damaged receiving connector, therefore, would not allow the pdm to be connected. Blood pressure was unavailable and ECG monitoring was lost for approximately 10 minutes while attempts were being made to establish monitoring for the patient. The receiving dock portion of the transport pro was replaced and the monitor was used to transport the patient off the floor. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.